Event description:
It was reported the implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. The patient went in for computed tomography (CT) imaging for an atrial fibrillation ablation procedure and the CT incidentally showed a 1.1-1.7mm peri-device leak on the wds. The leak was noted on the posterior side that communicates into the appendage. The patient had been taking 5mg of eliquis two times per day since the device was implanted and will continue on the same regimen. No further intervention is planned at this time.